Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff was encountering an issue where the surgeon console foot pedal would not fire the stapler. Prior to calling for support, the surgeon moved to a different surgeon console and the issue was resolved. The staff was proceeding with the procedure and it was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon noted that an intuitive surgical, inc. (Isi) field service engineer (fse) entered the room after the surgery was completed. The surgeon had noted that the foot pedal would say "clamp" and then immediately say "unclamp" when using the primary surgeon console. The surgeon tried less tissue, more tissue, and a different stapler, but the issue continued. Ultimately the second console was used, and the surgeon was able to clamp and fire the stapler. It is unknown if the second console was already in use or if the surgeon had to initiate use on it due to the issue. The fse was also contacted and additional information was obtained. The fse was at the site on the day of the reported event and noted that the surgeon was having an issue with the stapler instrument. Another surgeon took control, realigned the instrument, and the stapler clamped fine.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was onsite and performed further investigation related to the reported event. When the fse went into the room, the fse noticed that the surgeon had realigned the stapler, allowing for the jaws to clamp down. The surgeon was also having issues with the vessel sealer, due to a staple stuck in the grip. The fse noticed the surgeon was using the console and all foot pedals were working properly. The complaint was not confirmed based on the field evaluation. The fse noted that the foot pedals on the surgeon side console were working properly. The fse's service visit did not reveal any issues related to the customer reported event.